Event description:
Baxter complaint coordinator (cc) reported a loud noise, similar to an explosion, during priming using the homechoice system. Baxter cc reported that dianeal fluid spilled from the drain line during the priming phase, after the drain line popped up from the drain container. The patient (pt) reportedly replaced the drain line, completed priming and initiated apd therapy. 20 minutes into the dwell phase a loud noise was heard, accompanied by a "puff" of smoke from the location of a transformer that was connected to the homechoice pro machine. The homechoice pro machine displayed "power failure" and was then turned off. Both the homechoice pro and transformer were replaced. Follow up with the pt revealed that contrary to the initial report, the homechoice set drain line was not connected to the drain container but remained in its original location on the organizer. According to the cc, there was no pt injury or medical intervention as a result of this incident.